Event description:
It was reported the patient received the following results within 15 minutes: 424 mg/dl, 192 mg/dl, 178 mg/dl, 274 mg/dl, 84 mg/dl, and 92 mg/dl. The customer reported that she had low blood glucose symptoms when she tested. She was able to self-treat by taking a glucose tablet.